Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, air supply volume did not meet the standard value. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover has a white-clouded area. Due to clogging of nozzle, water supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to nozzle clogging, the amount of water contact did not meet the standard value. Adhesive around objective lens was peeled. The adhesive around the light guide lens was peeled. The nozzle was deformed. Plastic distal end cover had a dent. Connecting tube had a scratch. Objective lens had a scratch. Image guide protector had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a wrinkle. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lusera colonovideoscope had insufficient air pressure. The unspecified diagnostic procedure was completed using the subject device. There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.